Event description:
It was reported that the subject device had anti-fog interrupted on the column screen during unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. However, the following reportable malfunction was identified during the device evaluation: damaged fiber bonding in the outer tube area (distal end). Based on the results of the investigation, and since the reported malfunction was not reproduced, a root cause could not be determined. Based on the results of the investigation, a root cause for the malfunction identified during the device evaluation could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.